Event description:
It was reported that this right atrial (ra) lead dislodged several times during the implant procedure. It was also reported that the helix dislodged during this procedure, making the lead difficult to position. The physician decided to complete this procedure with a single chamber system with only a ventricular lead implanted. No adverse patient effects were reported.